Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the associated device was unable to pace using these electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The electrode pads were returned to zoll medical corporation; the customer's report was not replicated or confirmed. The electrode pads were put through extensive testing including continuity testing without duplicating the report. The eletrodes were replaced and scrapped after testing. Analysis for reports of this type has not identified an increase in trend.